Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer reverted to an alternate form of insulin therapy. It was also reported that the pump touch screen was delayed in responding to presses. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 140 mg/dl. It was also reported that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.